Manufacturer narrative:
Calibration signals were acceptable. Quality control results were normally within specifications except for a couple of outliers. The customer is using 13x100 mm primary tubes with no rack adapters. Based on the calibration and quality control data provided, a general reagent issue can most likely be excluded. A possible root cause may be related to pipetting an insufficient amount of sample volume due to the presence of micro-clots/fibrin in the sample. The most likely root cause for the discrepant result is due to a tilted sample tube due to not using rack adapters for the 13 mm tube.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The initial tsh result from the primary tube was 0.035 uiu/l with a data flag. The sample was repeated twice in sample cups with results of 2.39 uiu/l and 2.40 uiu/l. No adverse event occurred. The tsh reagent lot number was 179010. The expiration date was not provided. The field service engineer (fse) visited the customer site and did not identify an issue. The instrument was inspected and instrument tests were within specification. The customer ran quality controls with no errors.